Event description:
According to the initial report received, a (B)(6) female that had an on-x aortic valve implanted on (B)(6) 2019 suffered a stroke in (B)(6) 2022 and inr was increased to 3.8. Home monitoring was suggested. Patient is also doing physical and speech therapy. Inr records showed range of low (1.2 in march 2022) to an average of about 2.1.